Event description:
It was reported that there was coupling issues when recharging. It was later noted that it took a while but that the patient stated that they were able to recharge the device. It was noted that on (B)(6) 2013 the manufacturer representative met with the patient to reprogram the device for better coverage of the painful areas. It was noted that the patient still had complaints of coupling issues. It was noted that using the patient recharge and another spare recharger, the best signal was six bars but it was hard to maintain a signal. It was noted that the patient had order antenna stickers to aid in maintaining a signal but on (B)(6) 2013 the patient reported still having problems maintaining signal. It was noted that a possible need for a pocket revision would be discussed with the health care professional (hcp). It was noted that it was believed that the implantable neurostimulator (ins) pocket was too deep. It was noted that the patient was alive with no injury at the time of the report and there were no patient symptoms or complications. Additional information received reported that the patient had an appointment on (B)(6) 2013 to discuss the issue with the hcp. It was further reported that the patient did not have a revision because she did not get insurance approval in time. Additional information received reported the patient was waiting on approval from their insurance. Additional information received reported the patient was scheduled for a pocket revision on (B)(6) 2013. Additional information received reported there were no malfunctions. It was noted the implantable neurostimulator (ins) was sitting in the pocket at an angle that prevented good coupling. It was further noted the patient had no therapy complaint and did not need reprogramming. The reporter stated that coupling was checked intraoperatively after the incision was partially closed and full coupling was easily obtained.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).